Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer experience hyperglycemia and vomiting. The customer¿s blood glucose level was 552 mg/dl at the time of incident and current the time of incident 448 mg/dl. Customer reports they did not feel okay to troubleshooting. Customer reports the infusion set cannula was bent. Unable to troubleshooting, customer was with their mother waiting for the call of the doctor, not in the hospital yet and customer was not feeling okay. The device will not be returned for analysis.